Manufacturer narrative:
The new pib express application in preciseplan only works correctly with specific dicom input parameters. The effective result is that for some CT scanner inputs, the pib express application will work correctly, however, for some scanners the pib express application will create a small error and other scanners will give inaccurate answers. An important notice is in the process of being drafted and released to the appropriate customer's affected.

Event description:
Pib files created with pib express will have incorrect hounsfield and density info when using CT dicom image files which do not have expected parameter values. (R2.15).